Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was listed for transplant status 4 due to a driveline infection. The driveline infection was diagnosed on (B)(6) 2023, and the patient was admitted to the hospital with a fever and chills. A wound culture was performed in the hospital at the driveline exit site on (B)(6) 2023 and the cultures were positive for staphylococcus aureus. The patient was treated with intravenous cefazolin for 4 weeks then continued on oral keflex (cefalexin) and doxycycline. The patient was discharged on (B)(6) 2023 after symptoms resolved. The patient remained on oral antibiotics at home as of on (B)(6) 2024. The plan of care was to monitor the patient inpatient on an ongoing basis. The patient was waiting on cardiac transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.